Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure. According to the complainant, the device was tested prior to insertion and was found to function normally. However, once inserted into the patient they were unable to retrieve stones. Upon examination of the device, the basket would advance approximately 2 mm but there was no basket. The wires appeared to be frayed. It was reported that the physician did not feel that any device fragments were left inside the patient. The procedure was successfully completed using a second zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure. According to the complainant, the device was tested prior to insertion and was found to function normally. However, once inserted into the patient they were unable to retrieve stones. Upon examination of the device, the basket would advance approximately 2 mm but there was no basket. The wires appeared to be frayed. It was reported that the physician did not feel that any device fragments were left inside the patient. The procedure was successfully completed using a second zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The territory manager confirmed that the physician cut away the sheath in an attempt to locate the basket. A visual assessement of the returned zero-tip basket revealed the returned incident device was not consistent with the complaint that a basket wire was broken. Based on the analysis, it was determined the basket most likely became stuck within the distal end of the outer sheath during the procedure. This was most likely caused by the kinks in the outer extrusion that may have been created when positioning the device during the procedure. After the basket became stuck inside the sheath to a point the basket was not visible. The clinician then assumed the basket had detached and efforts to find it were unsuccessful. The basket was not detached from the pull wire. The pull wire was fully intact. The kinks in the outer sheath and the bend in the handle cannula would not allow the basket to actuate. The clinicians attempt to locate the assumed detached basket in the device was unsuccessful because the basket was still attached to the pull wire, but was not visible. Therefore, the most probable root cause for this complaint is operational context. It is also noted that the event of basket not opening and sheath kinked are not medwatch reportable conditions.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined.